Manufacturer narrative:
The axium device was returned within a dispenser coil and outside of its introducer sheath and without instant detacher. The axium device was decontaminated. No damages or irregularities were found with the introducer sheath. The axium pushwire was found broken at the break indicator with the actuator interface, coupler tube, release wire and coin fully retracted out of the pushwire and not returned for analysis. The implant coil was found still attached to the pusher with damages found along the length of the implant coil. The coin was already retracted out of the lumen stop, the implant coil was pulled to test detachment. The shield coil was found to be wrapped around the proximal end of the implant coil. Disentangling the shield coil successfully detached the implant coil. No other anomalies were observed. Based on the analysis performed, the axium coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. The cause was determined to be the shield coil was wrapped around the proximal end of the implant coil preventing it from detaching. Since the instant detacher, actuator interface, release wire and coin were not returned, any contributions from these items to the non-detachment could not be determined. The implant coil was found damaged. It is possible that the damaged occurred during handling and return shipping to medtronic as the device was returned outside of the introducer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. The patient was undergoing coiling treatment for a small unruptured saccular anterior communicating artery aneurysm, measuring 3.3mx3.1mm. The vessel was observed moderately tortuous. It was reported that when medtronic catheter reached the third of the aneurysm, it began to deliver the coil in sequence and two were filled and released normally. The third coil was reported coil and it was successfully filled in aneurysm, the imaging results were satisfactory, and the instant detacher was used to release. But found that the coil was not released. After repeated attempts, it still couldn¿t be released. Then the spring coil broke at the place where it released and adjusted the coils many times. The spring coil was withdrawn from the body, and then successfully filled two spring coils. After the angiography, the dense embolization and the microcatheter was withdrawn, and the surgery was successfully completed. No patient injury was reported.